Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the coupling tool side was not functioning. It was further noted that there was an adjustment defect; the saw blade attachment was loose, and the housing was blank. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the oscillating saw attachment device had an unspecified defect. During in-house engineering evaluation it was found that the coupling tool side was not functioning. It was not reported if there were any delays to the scheduled surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.